Event description:
Device malfunction: none. Symptoms/ae: difficulty retrieving filter. Time of ae: during procedure. It was reported that during a right carotid artery stenting procedure, during retrieval of the rx accunet embolic protection device (epd), due to the tortuosity of the vessel, the retrieval catheter kept kinking. Reportedly, the retrieval catheter was 7cm short of recovering the epd, so the epd was pulled into the retrieval catheter. The retrieval was successful and there was no adverse pt sequelae reported. One day postprocedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. Evaluation summary: the customer reports the device was discarded. The lot # was provided. The kinking of the retrieval catheter may have been due to the tortuosity of the vessel causing the retrieval catheter to end up 7cm short of recovering the filter basket. As part of mfg quality process, all catheters are measured and 100% inspected for kinks. Samples from each lot are visually, dimensionally and functionally inspected. Additionally, all catheters are inspected during the final inspection to ensure the device structure and integrity. From the available incident info, a conclusive root cause appears to be related to circumstances during the procedure and not a manufacturing related issue. A review of the lot history record revealed that the device met the acceptance criteria and did not reveal any non-conformities which could have contributed to this event.